Event description:
Corflo 10fr 109cm nasogastric (ng) feeding tube with stylet was placed on patient. Started running fluids and noticed it was leaking near the enfit connector piece. Found two small holes on the tube, so we had to remove the tube and replace with a new one. Tube was inserted with stylet still in tube. Removal of stylet was smooth with no issues. Ng tube lot #30250918, exp. Date 3-26-2028. Patient and family members very upset with malfunction, as we had to reinsert an ng tube on a pediatric patient.